Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when sternum closure on an open cardiovascular procedure, the needle broke and fell into the patient¿s cavity. Another product was opened. The event resulted to an extended surgical time to 30 minutes or more. There was no patient injury.